Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date. The uphold vaginal support system and the solyx single incision sling system were also implanted. The implantation dates provided are (B)(6) 2010, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. The uphold vaginal support system and the solyx single incision sling system were also implanted. The implantation dates provided are (B)(6) 2010 and (B)(6) 2010, but it was not specified which device/s were implanted on each date. All other information is unknown.